Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event as per event description " the patient went around a corner and caught the arm while it was externally rotated." The complaint allegation was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On february 12, 2024, a clindex notification was received indicating that a moderate complication occurred to a patient listed on the subscapularis arthroplasty registry. This event was initially indicated as probably unrelated to the arthrex products, implanted on (B)(6) 2024, or the study the patient was part of. On 2/11/2024, the patient went around a corner and caught the arm while it was externally rotated. The patient reported to be experiencing pain. An ultrasound was performed to determine if the subscapularis was torn. The surgeon believed it is attenuated. The patient was prescribed active rom and medication. The patient will return to be reevaluated. Additional information received on 7/26/2024: on (B)(6) 2024, the patient presented to the clinic experiencing dynamic instability of the left shoulder. The patient reported that the shoulder was dislocated daily and can relocate it back into place. The patient reported this issue is affecting the work. An x-ray review determined that all components are in place and not loose. The patient has been scheduled for a revision surgery on (B)(6) 2024.